Event description:
Breast implants 1989 and partial explant 2009. Brain fog and zaps, headaches. Arthritis in hands. Muscle pain. Dry painful eyes. Dry mouth. Joint pain. Fatigue. Anxiety. Acid reflux. Ringing in ears. Easy bruising. G.I. Issues. Heart pain. Inflammation. Blood in urine. Night sweats. Throat clearing. Numb hands and feet. Dizziness/ unsteady. Abnormal brain MRI. Racing heart. Explanted 2009 after mammogram showing a rupture that was also noted on a previous mammogram. I believed at that time that since they were saline filled it wouldn't hurt my body. I still have a partial left encapsulated implant, surgeon said it was impossible to remove all of the implant without damaging the pectoral muscle. I still live with the symptoms which are worsening. I have scheduled an appointment with another plastic surgeon in hopes that it can be removed even if it limits my arm use as I feel that due to the remaining implant I am just waiting to die from all the symptoms. I have grandchildren to help care for and hope in vain to watch and care for them through high school but am doubtful. They are currently in (B)(6) grade. I am 62 years old and feel 90. Thank you for your time, (B)(6). FDA safety report ID# (B)(4).